Manufacturer narrative:
The sensor was received by lifewatch on (B)(4) 2011 and preliminary testing has been completed. The device passed all aspects of testing and operated according to specification. Visual inspection did not reveal any abnormalities. Sensor long test, simulator testing, lead wire test and visual inspection, and thermal testing of the act sensor and act monitor passed. The device shall be shipped to the manufacturer for further evaluation. Associated accessory device: act monitor, model # com001, serial # (B)(4).

Event description:
The patient reported the act I sensor overheated. The device was extremely hot to the touch. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The patient reported the sensor battery overheated. He was sitting in the waiting room at the coumadin clinic for bloodwork. He reported the sensor suddenly got hot, and he had to rip of his shirt off to remove the sensor. It left a little red mark. He reported he was wearing the sensor with a lanyard around his neck. His description of the mark is as follows: "like a red burn, scabbing." He reported the mark has healed. He used non-prescription hydrocortisone on the affected area and did not see a doctor.